Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during attempted implant of this right atrial lead, pacing threshold values were not obtainable. Several repositioning attempts were made however, helix fixation anomalies were then exhibited. The lead was ultimately removed and replaced in absence of any adverse patient effects. The lead was returned for analysis.